Manufacturer narrative:
(B)(6).the intraocular lens (iol) is not returning for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was faulty. It is unknown if there was a patient contact. No patient injury was reported. The material is not available for return as it was discarded by the account. No further information has been provided.